Manufacturer narrative:
Per additional information receiver on june 14. 2023 indicated that the health care professional confirmed the issue. As a result, patient scheduled for removal on (B)(6) 2023. Reason for device explant and/or reoperation: silent ruptures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 30-year-old hispanic female patient who underwent a breast augmentation primary with a mentor memorygel, 250cc silicone breast implant experienced bilateral silent ruptures post procedure. The MRI examinations confirmed the issue. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left prosthesis.

Manufacturer narrative:
Additional information received on october 05, 2023 indicated that the patient rescheduled for removal on (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per new information received on june 22, 2023, MRI result indicates that only the right side was ruptured and left side was intact. Therefore, the pec silent rupture (post-implant) was removed form left side per the rupture was only on the right side. Manufacturer¿s reference number: (B)(4).